Event description:
Dr performed back surgery on rptr on 11/30/92. Approx 12 mos after surgery, she developed lupus type symptoms. Dr removed the pedicle screw device on 5/9/94, and the symptoms have not subsided but have gotten worse. Blood tests indicated a very high normal range for this disease. Rptr is financially unable to pursue this further.